Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found deformed before use. The following has been provided by the initial reporter: *notivisa* when the package was opened it was identified a failure in the silicone.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the samples and photographs for evaluation. Bd received one unused, insyte autoguard 24ga retracted unit without packaging from material number 38181214, lot number 8004893. Two photographs were also submitted which displayed similarities to that of the returned unit. Through the visual inspection, a v-shape cut/slit was observed near the tip of the catheter tubing. The issue was confirmed. It could not be determined if the damage resulted from the manufacturing of the device or from the user environment due to the unit being out of the original packaging. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Update to rationale after device evaluation. Complaint still reportable. H.6. Investigation summary our quality engineer inspected the samples and photographs for evaluation. Bd received one unused, insyte autoguard 24ga retracted unit without packaging from material number 38181214, lot number 8004893. Two photographs were also submitted which displayed similarities to that of the returned unit. Through the visual inspection, a v-shape cut/slit was observed near the tip of the catheter tubing. The issue was confirmed. It could not be determined if the damage resulted from the manufacturing of the device or from the user environment due to the unit being out of the original packaging. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found with the needle through the catheter before use. The following has been provided by the initial reporter: *notivisa* when the package was opened it was identified a failure in the silicone.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found deformed before use. The following has been provided by the initial reporter: *notivisa* when the package was opened it was identified a failure in the silicone.